Event description:
It is reported that when the physician was trying to remove the hinge post extension from an rhk femoral component when the hex head attachment broke.

Manufacturer narrative:
Eval summary: as received, the instrument showed evidence of significant usage during its 7.4 year life in the field. Eval: item exhibits stains on knurl and inside box drive. The hardness of the received instrument was within specification. The hexagonal area of the driver showed evidence of abnormal force being applied.